Manufacturer narrative:
(B)(4). Date sent: 6/10/2024. D4: batch # 725c77. Investigation summary:   the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage, articulated to the left, with an unknown trocar inserted in the device, with the jaws and trigger in the close position. In addition, the knife was noted as partially advanced. Also, a gst60w reload loaded on the device. The reload was received partially fired 1/16. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Upon functional inspection, the bailout was actuated, but the knife did not return to the home position to allow the device to unclamp or de-articulate. After further evaluation, the CT scan analysis showed that the bailout pawl spring was improperly assembled, the pawl spring was under the bailout pawl. In addition, the device was disassembled to verify the internal components and the pawl spring was confirmed to be misassembled. No further functional test could be performed due to the condition of the device. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage on the device is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 725c77, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/25/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a partial liver resection, first firing with white reload on liver parenchyma, jaws partially articulated. Firing sequence was initiated, but stapler stopped firing almost immediately. No response from trigger. Jaws would not open. Surgeon pressed reverse button, no response. Battery was removed and replaced, still no response. Manual override was used, but had no effect. Jaws could not be opened. Another stapler was opened, a new port was placed and case was finished using new stapler, while affected stapler remained in place, clamped to specimen side. Specimen and affected stapler were removed together by making extraction incision at stapler port site. Upon further inspection after the case, the jaws could not be opened, even when closing trigger was forced. The manual override was loose and producing no effect. Overall consequence to the patient was an extra 12mm port being used, and a slightly larger than normal extraction incision being made. The surgery was delayed by 5 minutes and completed successfully. No fragments were generated. Patient consequences were an extra 12mm port was needed, and a slightly larger than normal extraction incision was made.

Manufacturer narrative:
(B)(4). Date sent: 4/25/2024. Device evaluation anticipated, but not yet begun.